Event description:
It was reported via e-mail that the customer was having problems with the reservoirs and infusion sets. The caller stated that insulin from the reservoir leaked. He also mentioned that the infusion set needles were dull. The caller stated that one time when they removed the infusion set and the cannula remained in his son's body. No further information was provided.

Manufacturer narrative:
.